Event description:
Information received that the left siderail was not going up/staying up. No injury reported.

Manufacturer narrative:
Technician found the left siderail was not going up and staying up as the lower block screw was broken. Replaced the broken parts to resolve this issue.